Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet with a cd infusion set experienced a high glucose event, with a highest reported blood glucose of 290 mg/dl, and frequently entered ghost meal announcements while also undergoing significant weight changes; education was provided on best practices and a recommendation was made to pursue additional training and consider a factory reset. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem associated with improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.